Event description:
(B)(4). Event occurred in the united states. Reportedly, after waking up, the patient was going for a shower and noticed that the tubing was disconnected at quick release. The site location was quick release. The patient was unsure whether the pump was worn on the same side. The infusions were stored in her the bedroom and close to closet. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to her body. No further information available.